Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and fentanyl via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that the pump started beeping last (B)(6). Per the patient, the pump was not working and had not worked since (B)(6) 2021. She also stated that her most recent hcp ¿must've messed with it and turned it off since april¿. Per the patient her prior hcp (healthcare provider) left, and she was sent to another hcp. At the first visit, they checked the pump, and she was told that the pump was only working at 7 percent and a dye study was needed, but she never heard anything about the dye study. The patient went again and was told by the hcp the pump was only working at 3 percent and then at a follow-up appointment she was told the pump was not working at all and no medication was entering her body. Just as much medication was pulled out as was put in. The patient stated she knew this because she was in pain. The hcp then asked her why she never had the dye study, and she told the hcp that she never got a call. A nurse then came into the room, so the hcp asked the nurse and the nurse said they never scheduled it because the hcp told them to hold off on all. The patient was then released by the hcp on (B)(6) 2021 and had not been able to find a new hcp. She stated that the hcp included in her records that she refused help; asked them for a release form; and included that she had been released from two doctors previously none of which was true, so now no one would see her; she was in pain all over and was ¿almost cripple (can hardly walk)¿; and the pump was alarming every 15 minutes since (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.